Manufacturer narrative:
Patient code 3191 is being used to capture the additional surgical intervention that was required. This device was disposed at the facility and will not be returned for evaluation; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a routine follow-up this right ventricular (rv) lead exhibited high pacing threshold and poor sensing amplitude. Pacing and shock impedance are stable and within range. No noise or asystole were recorded. The patient was scheduled for lead revision. Additional information was received, stating that the rv lead had dislodged. This lead was capped and successfully replaced. There were no patient complications or adverse effects reported. Additional information: during a system upgrade procedure. This rv lead was also explanted. The lead was discarded and will not be return for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Summary of the investigation: with the available information, bsc cannot confirm the clinical observations due to lack of product return. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: this device remains implanted and will not be returned for evaluation; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a routine follow-up this right ventricular (rv) lead exhibited high pacing threshold and poor sensing amplitude. Pacing and shock impedance are stable and within range. No noise or asystole were recorded. The patient was scheduled for lead revision. Additional information was received, stating that the rv lead had dislodged. This lead was capped and successfully replaced. There were no patient complications or adverse effects reported.